Event description:
A patient in norway was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. The patient presented with dizziness, nausea, low bvs (hemoscan) decreased bp:86/56 mmhg and pulse: 98 bpm. The patient was given oxygen and placed in trendelenburg position and the uf was temporary turned off. The treatment continued after the event and was completed as scheduled. The patient was reported to be in good clinical condition after the event and no hospitalization was required.